Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip, and a cracked reservoir tube. No moisture damage was noted to the electronic assembly. The insulin pump was monitored and no unexpected battery out limit, constant tone or blinking anomaly was noted.

Event description:
The customer reported via telephone call that the insulin pump fell into a swimming pool and then later in the day, the display began to blink. She did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.